Event description:
Information received from the field does not address the patient's clinical status but notes that an ECG showed pv pacing at rates above the maximum tracking rate (mtr). The mtr was reported to be programmed to 145 ppm and there was pv pacing at 165 ppm.